Manufacturer narrative:
Additional information: b5, d9, d10, h3, h6 and h11. B5: upon follow up it was reported that the leak was at the "edge of the gluing" of the cassette. The cause of the leak was unknown. It was reported the patient was hospitalized for an unknown reason and subsequently, the patient was discharged. After discharge, pd therapy was discontinued and the patient was switched to hemodialysis therapy. The device was received for evaluation. Visual inspection showed a crack on the top and on the side of the cartridge. A leak test under water was performed and we note a leak at level of cartridge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "leakage of the cassette." It was reported that the patient experienced peritonitis on an unreported date. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received cefazolin and ceftazidime antibiotics for treatment of the peritonitis. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.